Manufacturer narrative:
Method: the electronic history file from the actual AED involved in the incident was evaluated. The actual device was not returned. The investigation determined that there was a failure to service/maintain the device according to MFR recommendations. Specifically, the device's battery pack was not maintained as indicated by the device's self-check system nor as indicated by the device's manually initiated self tests which were executed by the user on a number of occasions prior to the reported rescue attempt. Based on these findings, this MDR is being filed for user error.

Event description:
On (B)(6) 2013, it was reported to defibtech by the customer that during a rescue attempt with a ddu-100 AED, they applied the AED to the pt and it reported a low battery. It is not known if the customer powered off the AED or if the AED powered off on its own. The pt outcome is not known.